Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been unilaterally replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and creases flat. No other observation observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.